Event description:
A customer reported that during vitrectomy surgery, the cassette came out from the system and a system message displayed. No patient harm is reported. There was no information provided regarding how the procedure was completed. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).